Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: evaluation of the returned mini trek balloon catheter revealed a radial/longitudinal rupture in the balloon, confirming the reported complaint. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that the target lesion was in the right coronary artery that was mildly calcified, moderately tortuous, with a 99% stenosis. Predilatation was being performed with the 2.0x15 mm trek dilatation balloon; however, the balloon ruptured on the first inflation of 8 atmospheres, for 30 seconds. There was no reported resistance during advancement or retraction of the balloon catheter in the patient. A non-abbott balloon was used to complete the procedure. No patient adverse effects or clinically significant delay in the procedure were reported. No additional information was provided.